Event description:
It was reported that the patient presented in clinic for a follow-up. During firmware update attempt, it was noted that the pacemaker went into backup vvi mode. Device restoration was made. The patient was in stable condition.